Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a systemic infection cause by "wound-vac" on the patients back side. The right atrial (ra) and right ventricular (rv) leads exhibited vegetation on both leads. The ra and rv leads were explanted. No further patient complications have been reported as a result of this event.